Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy with morcellation, cystoscopy due to menorrhagia, fibroids uterus and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 due to infection and pain. It was reported that patient underwent mesh revision on (B)(6) 2013 due to infection and pain. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.